Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. The reportable malfunction was confirmed, however, the foreign material could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, a probable cause could not be established. The event can be detected/prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.